Event description:
During the placement of the excluder device, the physician lost wire access. Due to the extended time added to the procedure to regain wire access, the pt's blood loss exceeded one liter. No blood transfusion was prescribed.